Event description:
Could not move around and had to stumble around with walker stumbling ill after each injection but this time it was magnified times ten illness (condition aggravated) fell down four times trying to get to the restroom fall could not move around/right leg starting to move some mobility decreased could not put weight on his leg weight bearing difficulty left leg is starting to get feeling leg discomfort. Case narrative: initial information received on 12-jul-2022 regarding an unsolicited valid serious case received from a patient from united states. This case involves a 65 years old male patient could not move around and had to stumble around with walker, ill after each injection but this time it was magnified times ten, fell down four times trying to get to the restroom, could not move around/right leg starting to move some, could not put weight on his leg and left leg is starting to get feeling with the use of medical device hylan g-f 20, sodium hyaluronate synvisc. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing allergy nos and illness. On (B)(6) 2022, the patient received 3rd injection of synvisc(hylan g-f 20, sodium hyaluronate) injection (with an unknown batch number, expiry date, strength, dose, frequency and indication) information on batch number was requested. On (B)(6) 2022 patient was ill after each injection but this time it was magnified times ten (illness) (latency: same day). He got ill within hours and he called the hotline got no help. On (B)(6) 2022 he could not move around and had to stumble around with walker (gait disturbance; disability) (latency: 1 day). He fell down four times trying to get to the restroom. He had to call the local fire department to get him to ER (emergency room). At 3:00 this morning his right leg starting to move some (mobility decreased) (latency: 1 day). His left leg is starting to get feeling (limb discomfort) (latency: 1 day) and it is starting to fall out of the bed (fall) (latency: 1 day). Patient received the injection in his right leg but his left leg is worse and he feel like he is paralyzed and he could not put weight on his leg (weight bearing difficulty) (latency: 1 day) whatsoever. Patient was looking for an antidote. It was not reported if the patient received a corrective treatment for the events action taken: not applicable for the events. Corrective: not reported. Outcome: unknown for rest of the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2021: this case involves a patient who could not move around and had to stumble around with walker, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Could not move around and had to stumble around with walker [stumbling] ill after each injection but this time it was magnified times ten [illness] ([condition aggravated]) fell down four times trying to get to the restroom [fall] could not move around/right leg starting to move some [mobility decreased] could not put weight on his leg [weight bearing difficulty] left leg is starting to get feeling [leg discomfort] case narrative: initial information received on 12-jul-2022 regarding an unsolicited valid serious case received from a patient from united states. This case involves a 65 years old male patient could not move around and had to stumble around with walker, ill after each injection but this time it was magnified times ten, fell down four times trying to get to the restroom, could not move around/right leg starting to move some, could not put weight on his leg and left leg is starting to get feeling with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing allergy nos and illness. On (B)(6) 2022, the patient received 3rd injection of synvisc (hylan g-f 20, sodium hyaluronate) injection, liquid (solution) (strength: 16 mg/2ml) (with an unknown batch number, expiry date, dose, frequency, and indication). Information on batch number was requested. On 08-jul-2022 patient was ill after each injection but this time it was magnified times ten (illness) (latency: same day). He got ill within hours and he called the hotline got no help. On 09-jul-2022 he could not move around and had to stumble around with walker (gait disturbance; disability) (latency: 1 day). He fell down four times trying to get to the restroom. He had to call the local fire department to get him to ER (emergency room). At 3:00 this morning his right leg starting to move some (mobility decreased) (latency: 1 day). His left leg is starting to get feeling (limb discomfort) (latency: 1 day) and it is starting to fall out of the bed (fall) (latency: 1 day). Patient received the injection in his right leg but his left leg is worse and he feel like he is paralyzed and he could not put weight on his leg (weight bearing difficulty) (latency: 1 day) whatsoever. Patient was looking for an antidote. It was not reported if the patient received a corrective treatment for the events action taken: not applicable for the events corrective: not reported outcome: unknown for rest of the events. A product technical complaint (ptc) was initiated on 12-jul-2022 with (B)(4). For synvisc, and the results were pending for the same. Additional information was received on 12-jul-2022 from other healthcare professional (from quality department). Gptc number and product strength was added.

Manufacturer narrative:
Sanofi company comment for follow up dated 12-jul-2022: follow up information received does not change prior case assessment. This case involves a patient who could not move around and had to stumble around with walker, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Could not move around and had to stumble around with walker [stumbling] . Ill after each injection but this time it was magnified times ten [illness] ([condition aggravated]). Fell down four times trying to get to the restroom [fall] . Could not move around/right leg starting to move some [mobility decreased] . Could not put weight on his leg [weight bearing difficulty] . Left leg is starting to get feeling [leg discomfort] . Case narrative: initial information received on 12-jul-2022 regarding an unsolicited valid serious case received from a patient from united states. This case involves a 65 years old male patient who could not move around and had to stumble around with walker, ill after each injection but this time it was magnified times ten, fell down four times trying to get to the restroom, could not move around/right leg starting to move some, could not put weight on his leg and left leg is starting to get feeling with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing allergy nos and illness. On (B)(6) 2022, the patient received 3rd injection of synvisc (hylan g-f 20, sodium hyaluronate) injection, liquid (solution) (strength: 16 mg/2ml) (with an unknown batch number, expiry date, dose, frequency, and indication). Information on batch number was requested. On (B)(6) 2022 patient was ill after each injection but this time it was magnified times ten (illness) (latency: same day). He got ill within hours and he called the hotline got no help. On (B)(6) 2022 he could not move around and had to stumble around with walker (gait disturbance; disability) (latency: 1 day). He fell down four times trying to get to the restroom. He had to call the local fire department to get him to ER (emergency room). At 3:00 this morning his right leg starting to move some (mobility decreased) (latency: 1 day). His left leg is starting to get feeling (limb discomfort) (latency: 1 day) and it is starting to fall out of the bed (fall) (latency: 1 day). Patient received the injection in his right leg but his left leg is worse and he feel like he is paralyzed and he could not put weight on his leg (weight bearing difficulty) (latency: 1 day) whatsoever. Patient was looking for an antidote. It was not reported if the patient received a corrective treatment for the events action taken: not applicable for the events. Corrective: not reported. Outcome: unknown for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2022 with global ptc number (B)(4) for synvisc and sample status was not available. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no corrective action/preventative action (CAPA) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the non-conformance process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Complaint data analysis (trending) is performed on a periodic basis asper rdg-sop-000440. The final investigation was completed on 22-sep-2022 with summarized conclusion as no assessment possible. Additional information was received on 12-jul-2022 from other healthcare professional (from quality department). Gptc number and product strength was added. Additional information was received on 22-sep-2022 from healthcare professional (quality department). Ptc results was added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment for follow up dated 12-jul-2022: follow up information received does not change prior case assessment. This case involves a patient who could not move around and had to stumble around with walker, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Could not move around and had to stumble around with walker [stumbling] ill after each injection but this time it was magnified times ten [illness] ([condition aggravated]) fell down four times trying to get to the restroom [fall] could not move around/right leg starting to move some [mobility decreased] could not put weight on his leg [weight bearing difficulty] left leg is starting to get feeling [leg discomfort] case narrative: initial information received on 12-jul-2022 regarding an unsolicited valid serious case received from a patient from united states. This case involves a (B)(6) male patient could not move around and had to stumble around with walker, ill after each injection but this time it was magnified times ten, fell down four times trying to get to the restroom, could not move around/right leg starting to move some, could not put weight on his leg and left leg is starting to get feeling with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing allergy nos and illness. On (B)(6) 2022, the patient received 3rd injection of synvisc (hylan g-f 20, sodium hyaluronate) injection, liquid (solution) (strength: 16 mg/2ml) (with an unknown batch number, expiry date, dose, frequency, and indication). Information on batch number was requested. On (B)(6) 2022 patient was ill after each injection but this time it was magnified times ten (illness) (latency: same day). He got ill within hours and he called the hotline got no help. On (B)(6) 2022 he could not move around and had to stumble around with walker (gait disturbance; disability) (latency: 1 day). He fell down four times trying to get to the restroom. He had to call the local fire department to get him to ER (emergency room). At 3:00 this morning his right leg starting to move some (mobility decreased) (latency: 1 day). His left leg is starting to get feeling (limb discomfort) (latency: 1 day) and it is starting to fall out of the bed (fall) (latency: 1 day). Patient received the injection in his right leg but his left leg is worse and he feel like he is paralyzed and he could not put weight on his leg (weight bearing difficulty) (latency: 1 day) whatsoever. Patient was looking for an antidote. It was not reported if the patient received a corrective treatment for the events action taken: not applicable for the evets corrective: not reported outcome: unknown for rest of the events. A product technical complaint (ptc) was initiated on 12-jul-2022 with global ptc number (B)(4) for synvisc, and the results were pending for the same. Additional information was received on 12-jul-2022 from other healthcare professional (from quality department). Gptc number and product strength was added.